Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, noise was observed. The noise was reproduced with deep breathing and placing their hands behind their back. The device was reprogrammed. Lead replacement is planned. The patient was in good condition.

Event description:
New information received notes that the lead was explanted and replaced due to noise. The patient was doing well and will continue to be monitored.